Manufacturer narrative:
(B) (4). Evaluation summary: no additional details such as pt history were included in the complaint. Additionally, no product was returned for evaluation. Without any additional info, the probable cause of the complaint cannot be determined. Evaluation: the device history records were reviewed and the patella implant was found to be manufactured, inspected, and packaged to all specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to a fractured patella implant.